Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 39 mg/dl. Customer treated with food but feels very sweaty. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the functional testing and had normal operating currents. No excessive no delivery alarm or battery alarms were noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.